Manufacturer narrative:
Physio-control further examined the device's electronic records from the event and was able to obtain the age and gender of the patient, a (B)(6) year old male.

Manufacturer narrative:
Physio-control evaluated the device and did not specifically duplicate the reported defibrillation charge being dumped, but did observe that the device indicated "abnormal energy delivery" during the attempt to deliver defibrillation therapy.  Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing and the device was returned to the customer for use.  The cause of the reported issue could not be determined. Physio-control evaluated the customer's device but was unable to duplicate the reported issue.   Physio then downloaded the electronic records from the device for review.  Through analysis of this data physio was able to verify that the device had likely dumped the defibrillator charge internally for the two (2) shocks that were attempted by the customer during the event.  This was evident by two (2) "shock, abnormal" events logged by the device in the electronic patient record from the event. As a precaution physio-control replaced the device's therapy pcb assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and did not specifically duplicate the reported defibrillation charge being dumped, but did observe that the device indicated "abnormal energy delivery" during the attempt to deliver defibrillation therapy. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that the device dumped the defibrillation charge prior to delivering the shock to the patient. No additional information on the event or the patient has been provided to physio-control. There has been no report of any adverse outcome to the patient during the reported event.